Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted. After thorough deeper cleaning to remove the blood/tissue residues, the fixation mechanism was able to be extended and retracted within the specification. The screw length was measured, and it was within specification (1.5 mm). Some x-rays were performed and revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high threshold value may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly, during the implantation attempt impedance value obtained was too high. The lead was not implanted and a new one was used.

Event description:
Reportedly, during the implantation attempt impedance value obtained was too high. The lead was not implanted and a new one was used.